Event description:
Caller reported an issue with the incorrect time display on the pump, which they did not know the cause of. Recorded blood glucose levels were not above 500 mg/dl or below 54 mg/dl, indicating the levels were within the normal range. Technical support assisted in updating the pump time and advised monitoring; the caller understood and acknowledged the instructions.